Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, drug or alcohol abuse, smoker, periodontal disease, peri-implantitis, inflammation, mobility.